Event description:
We have been using the intracath 22g x 8'' catheter/needle unit with wire stylet (19ga x 2'' needle). We use these routinely and many patients (dogs and cats) have these placed during hospitalization. Our technical staff is very familiar placing them. We have had 3 of these catheters in the past few months break off while in patients. It seems they are being placed using proper technique, and are not being removed with excessive force. Most recently, we had a cat with one in which half of the catheter broke off and a large piece traveled to the heart requiring referral for removal.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.